Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported backup vvi was confirmed and was due to a bit flip. After software was downloaded, the device exhibited normal characteristics. The cause of the single bit flip could not be determined.

Event description:
At follow up it was reported that pulse generator exhibited backup vvi operation. The device was explanted and replaced.